Manufacturer narrative:
There is no information to indicate that a malfunction occurred. The nxstage one user guide states: a trained and qualified person must observe all treatments so that alarms and harmful conditions can be responded to promptly. Possible harmful conditions include, but are not limited to venous disconnects, inadvertent fluid administration, or excessive ultrafiltration. The cartridge lot number was not provided and the log files were not available for review in order to identify or confirm cautions and alarms that occurred during the event. The device history was reviewed. No manufacturing deviations were noted and no parts were replaced related to the reported event.

Event description:
On (B)(6) 2016, 1.49 hours into treatment, it was reported that the patient's venous needle dislodged from his fistula access resulting in a total blood loss volume of 391ml. The patient was hospitalized for 2 days due to low hemoglobin. The patient was not transfused.